Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "stable lateral right breast nodule". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease/ folding of implant: observed lump/ nodule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "intact breast implant", "stable lateral right breast nodule", "capsular contracture, baker grade unknown", and "fixed crease at the anterior surface of the implant and the implant appeared to have been folded inside the slightly contracted pocket." Device has been explanted.

Event description:
Healthcare professional later reported "intact breast implant", "capsular contracture, baker grade unknown", and "fixed crease at the anterior surface of the implant and the implant appeared to have been folded inside the slightly contracted pocket." Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.